Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer's blood glucose level was 400mg/dl. The customer was requesting set replacement. The customer declined to troubleshoot.